Manufacturer narrative:
(B)(4). The insulin pump power up properly after battery installation. The pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat. The pump was received with broken off piece at the battery tube threads. The pump was received with cracked case at the reservoir tube lip, reservoir tube window and reservoir tube window corners. The pump was received with minor scratched display window and case.

Event description:
The customer reported via phone call that they went to the hospital due to a high blood glucose over 600 mg/dl. No information was provided about the hospitalization visit. No symptoms were reported at the time of the incident. The customer was treated for high blood glucose via hospitalization. The customer reported having damage on the battery compartment and constant power issues with the insulin pump leading to the hospitalization event. Troubleshooting for the insulin pump damage was provided. Insulin pump will return for analysis.